Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, version #: 2.1.0. H3) a manufacturer representative (rep) went to the site to test the navigation system. No hardware parts were replaced and the system performed as intended. Codes: b01, c19, d14. H3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported e vent. The logs were reviewed. Four sets of the logs were available. Three of them matched with system number n31350850 as reported in salesforce, but did not include stealth application logs. Syslog from these log archives indicated no user activity with cdrom on incident reported date or one week prior/post to this date. Other set of logs were from the system n29512715. It had four application session logs available on incident reported date in which two of the sessions had problems observed with cdrom. The syslog from this system also indicate issue with the compact disc (cd) used. As per the log analysis, issue with cd found to be occurred on the system number n29512715 and not on n31350850. Log analysis of the system n29512715 indicated problem with either cd/dvd used or the dvd drive. Codes: b01, c19, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was not able to download the deep brain stimulation (dbs) images on a cd. No patient was present. Troubleshooting information was provided. First, it failed. Then after putting the cd in again, it would sit at 0% for a while and would not move. When trying to download the images the demo exams displayed as well. Next step was to attempt to pull from the electronic picture archiving and communication systems (pacs). When pulling from pacs it also would sit at 0% for a while. The rep recommended a restart and they were able to download the image from pacs after a restart of the system. A reboot and pulling from pacs resolved the issue.